Event description:
Ous MDR - it was reported that about 8 months after the implant oversensing was noted on this right ventricular lead. The lead remains active and was not returned for analysis.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.